Manufacturer narrative:
It was reported that both battery indicators were blank while batteries were connected. At the same time, the alarm blinked in red and the controller lost power many times. One controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller failed visual inspection. It was noted that the alignment guides in power port 1 and power port 2 were worn. The manufacturer is investigating bent pins and worn alignment guides. Functional testing of the controller revealed that the controller was unable to display battery capacities. Internal inspection of the controller revealed a damaged transient voltage suppressor (tvs) diode on the communication line pertaining to power port 1. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged, likely due to the damaged diode. During testing, the controller would alarm a critical battery alarm if a controller ac adapter and battery was connected to the controller. The controller would alarm a "power disconnect" alarm if two batteries were connected. Additionally, when two batteries were connected, the controller's front panel would continuously reset, resulting in a blank controller screen; the pump never lost power during this observation. This finding was likely what the patient experienced when it was reported that "the controller lost power many times". A possible root cause of the reported event can be attributed to a misalignment of the cac adapter on power port 1 of the controller, as suggested by the worn alignment guides found in each power port. The misalignment of the controller ac adapter likely caused a voltage spike on the communication pin of the connector, which damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information. This likely damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient went to hospital because both of the battery indicators on the controller were blank while batteries were connected. The patient received a red alarm and the controller also lost power many times. The primary controller was exchanged for the back-up controller without issue and the patient was provided a new back up controller. There was no reported damage to the controller or power connectors. The controller exchanged resolved the issue. No further information was provided.